Event description:
Device failure and diabetic ketoacidosis. The pt woke up with pain in stomach leading to vomiting and feeling bad to wholeday. In 2005. Ketones were measured in the urine and the hosp was contacted and the pt hospitalised at 6pm. Pt was treated intravenously and recovered with normal blood glucose level. It is stated that on the evening the day before, the family discovered that the piston rod was drawn back and that they have not opened the innovo. Pt had been usng the device for 2 years and are used to prime.

Event description:
Device failure and ketoacidosis.